Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin flowed out continuously. Customer also stated that the screen did not change to the screen of priming hold act despite the stage that the piston pushed out insulin. The insulin pump will not be returned for analysis.